Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Caller attempted to load a new cartridge, initially forgetting to complete the fill tubing step, but after addressing this, the cartridge was successfully reloaded, and insulin therapy resumed without further issues.